Event description:
Treatment of a large unruptured aneurysm measuring 20mm x 16mm in the lateral view and 14mm x 14mm in the ap frontal view with a 4mm neck. The aneurysm was located in the cavernous segment of the right ica (internal carotid artery) and extended into the sphenoid sinus. The aneurysm was discovered a few weeks prior to the treatment when the patient presented with a tia (transient ischemic attack). The patient has a factor v abnormality and is hyper-coagulable. The patient was given coumadin after the tia. Prior to the pipeline procedure, she was taken off coumadin and placed on lovenox and plavix. Heparin was given intra-operatively and the act (activated clotting time) was 2 ¿ 2.5 times baseline per the md dictation. The patient¿s anatomy was tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving three pipelines. During the procedure, the first pipeline (5mm x 35mm) required balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition; however, the device foreshortened causing the distal end of the pipeline to fall into the aneurysm. The distal end was repositioned across the aneurysm neck and a second pipeline (5mm x 16mm) was implanted followed by a third pipeline (5mm x 30mm). On (B)(6) 2014, the patient fell and was transported to the hospital where the patient was diagnosed with a massive frontal ipsilateral parenchymal hemorrhage and expired the same day. The treating physician was unsure how the patient developed the ipsilateral parenchymal hemorrhage; if it was due to the fall, medications, or from the pipeline device or procedure. Same event as MDR# 2029214-2014-00592.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the procedure is as follows: model: fa-71500-30 / lot: 9937700 dom: 10 jul 2014 exp: 10 jul 2015. Reference cer (B)(4).